Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation. In turn, surgical intervention was undertaken. Intra-op lead diagnostic testing revealed high impedance measurements and x-rays identified lead migration. As a result, the physician explanted and replaced the lead which resolved the issue.

Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing but was analyzed for impedance issues.